Event description:
Healthcare professional reported implant "defection and couldn't use it because of a faulty valve". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6device evaluation:visual analysis of the returned device identified: white particles in shell, flat creases, observed void >1 mm in non-textured, valve-to shell-bond area, valve looks intact. Leak test no identify any opening. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is:- no issues found in valve.- no issues found related with the manufacturing process.

Event description:
Healthcare professional reported implant "defection and couldn't use it because of a faulty valve". The device was not implanted.